Event description:
It was reported to philips that device does not start. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirms that the problem with the system booting. Upon further inspection, the fse found the communication problem with the geo ipc computer. Fse replaced the geo-ipc computer in the r rack. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.